Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that there was difficulty experienced implanting a zenith flex aaa endovascular graft bifurcated main body during an emergency infrarenal endovascular repair procedure. A patient with "hostile anatomy" had a previous evar procedure completed in 2012 and was kept under surveillance afterwards. A follow-up procedure was prompted when the patient presented at home with a ruptured aorta on the evening of (B)(6) 2020. Imaging showed that the previously implanted graft's suprarenal fixation stent appeared to be compromised, which is reported under patient identifier (B)(6). The original plan was to implant a main body extension cuff, but was later modified to completely relining the implanted graft. During implantation of the main body device on (B)(6) 2020, the physician experienced difficulty inserting the device. Afterwards, it was discovered that the device was the wrong size than what was needed. Rather than attempting to unsheathe to gain more delivery system length, the physician decided to withdraw the device and all accessory devices and close the patient. The patient was reported to still be alive. Another emergency evar treatment was performed on (B)(6) 2020. The patient is now reported to be "doing well with good urine output [and] no other concerns". No adverse effects to the patient have been reported as a result of the difficult advancement experienced. Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint facility (B)(6) hospital informed cook on 25jul2020 of an incident involving a zenith flex aaa endovascular graft bifurcated main body (tffb-36-95-zt) from an unknown lot. The device reportedly did not reach its intended location because it was too short during an attempt to reline the aorta following a rupture on 25jul2020. Communication with the user facility clarified that the delivery system was the correct length as stated on the label. As a result of the reported incident, the device could not be used and the procedure was rescheduled. The procedure was later completed with no reported harm to the patient. A review of the drawing, instructions for use (IFU), manufacturing instructions and quality control, as well as an interview of personnel, was conducted during the investigation. The complaint device was not returned for evaluation; however, imaging was provided and sent for expert review. The reviewer does not confirm the alleged failure as it is not represented in the provided imaging. However, it is stated that severe tortuosity of the infrarenal aorto-iliac segment likely caused or contributed to the reported difficulty. It is also noted that the 95 degree angulation at the infrarenal neck is outside of the patient selection criteria listed in the product IFU. Evidence provided by the complaint facility, the provided imaging, complaint history, and manufacturing documents suggests that the device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 2 indication for use: the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including adequate iliac/femoral access compatible with the required introduction systems 4.2 patient selection, treatment and follow-up: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<15 mm); an inverted funnel shape (greater that 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. 9 how supplied: prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. The main body device is loaded onto an 18, 20, or 22 french flexor introducer sheath. The sheath's surface is treated with a hydrophilic coating that, when hydrated, enhances trackability. Based on the information provided, inspection of the provided imaging, and the results of the investigation, a definitive cause for failure was traced to patient anatomy. According to the device IFU, this patient is excluded from the selection criteria due to the iliac angulation greater than 60 degrees the appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.